Event description:
The account stated that a sample was run on the architect i2000sr analyzer using ca19-9 reagent lot 86574m500 and a result of 7.56 u/ml was generated. The sample was repeated on another analyzer ((B)(4)) with reagent lot 86575m500 and a result of 71.87 u/ml was generated. The sample was repeated on this analyzer with the same reagent and a result of 9.73 u/ml was generated. In addition the account was experiencing a lack of reproducibility with the controls on this analyzer. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.